Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 105 was reproduced. A review of the event history log revealed system error 105 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be broken motor screws and loose gears. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed error 105 (pic motor error) during therapy at medicine intermediate, there was a delay of 30 minutes in delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.